Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated with two different programmers. The device exhibited backup vvi operation. The device was explanted. No patient symptoms or additional information was reported.